Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 128 ohms. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.